Manufacturer narrative:
The customer reported that the silence, s6, 1, and clear keys are unresponsive was confirmed. External and internal inspection was performed on (p/n tc10012515). During external inspection, the keypads were observed to be in good condition with no irregularities observed. During internal inspection the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. Cracks under magnification were also found on the traces of the circuit layer for (p/n tc10012515). The front case keypad (p/n tc10012515) was connected to the cad pcu test fixture #: (B)(4) (eq 111582) for functional testing. The ac indicator light illuminated as expected and various keys (s6, silence, 1, 4, 7, clear) on the keypad were found to be not functioning as intended. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Review of the sn (B)(6) service history record showed the device had a manufacture date of 02/12/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/26/2020 and indicated that this device has been returned for service of this issue under complaint file (B)(4). Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only key pads returned.

Event description:
It was reported that the keypad will be replaced. Biomed stated : "silence, s6, 1, and clear are unresponsive". The customer stated that there was no patien involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the keypad will be replaced. Biomed stated : "silence, s6, 1, and clear are unresponsive". The customer stated that there was no patient involvement.